Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a female pt (approx (B)(6)) who rec'd poly-l-lactic acid (sculptra), on unspecified date (dosage, therapy dates nos). Relevant medical history and concomitant medications were not reported. The pt who was treated with injectable poly-l-lactic acid in cheekbones during four sessions that last year experienced swelling and pain in (B)(6) 2008 (region: face nos). No further info was provided. Corrective treatment used was celestone cronodose (betamethasone) radiofrequency, manual linfatic drainage every fifteen days. The physician stated the pt recovered with this corrective treatment. Reporter's causality: not specified. Add'l info rec'd on (B)(6) 2008: the physician reported that the pt suffered a granulomatous reaction of ten days duration, associated with pain, edema, and nodules. The pt stated the pain induration was in the upper maxillary zone with infraorbitary arch. The pt presented a facial edema that did not improve with radiofrequency, or with manual lymphatic drainage. After five days a slight nodule was palpated. The pt recovered on (B)(6) 2008. Poly-l-lactic acid was initiated on (B)(6) 2007 for biostimulation and was withdrawn due to the adverse events on (B)(6) 2008. Details of treatment sessions: on (B)(6) 2008: dilution volume: 5 ml bidestillated water + 1 ml lidocaine 2%. Amount injected: 0.6 ml in left cheek + 0.4 ml in right cheek. Batch a5009/1172008. On (B)(6) 2007: dilution volume: 5 ml bidestillated water + 1 ml lidocaine 2%. Amount injected: 0.6 ml in left cheek + 0.4 ml in right cheek. Batch a6014/672008. On (B)(6) 2007: dilution volume: 5 ml bidestillated water + 1 ml lidocaine 2%. Amount injected: 0.6 ml in left cheek + 0.4 ml in right cheek. Batch nr. On (B)(6) 2008: dilution volume: 9 ml bidestillated water + 2 ml lidocaine 2%. Amount injected: 0.5 ml in left cheek + 0.5 ml in right cheek. Batch a7016. On (B)(6) 2008: dilution volume: 5 ml bidestillated water + 1 ml lidocaine 2%. Amount injected: 0.5 ml in left cheek + 0.5 ml in right cheek. Batch a7016. On (B)(6) 2009. Regions injected: from comissures, mandibular arch, mandibular ascendens branch periorbital region at periosteum level, nasogen furrow and upper maxillar and temples. A ptc (pharmaceutical technical complaint) has been initiated: local (B)(4).